Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 261mg/dl. The customer was experiencing unexplained high blood glucose for two days. The customer was throwing up and then ended up in the hospital. Troubleshooting was performed. The programming on the insulin pump was correct. However, the time in one day was incorrect and customer did not change. Reviewed the alarm history and found auto off and low battery alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.